Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for vessel or cardiac perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, device manipulation may have contributed to the ventricle perforation by the confida wire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implantation of a 26mm sapien 3 valve, the patient developed a conduction disturbance and cardiac arrhythmia. The valve was implanted, the patient's pressure dropped and tte showed pericardial tamponade. Blood was aspirated and reanimation was performed, however, the patient expired. The patient was reportedly in poor health prior to the procedure. The ventricular perforation was thought to have been caused by the confida wire, however, it is unclear when the perforation happened.